Manufacturer narrative:
The customer reported that on (B)(6) 2009, and at approximately 7:24 am, a patient in bed (B)(6) had an extreme brady but the monitor did not alarm. A. Felipe madrigal went onsite to investigate the issue. He, along with the site's biomedical engineer could not duplicate the issue. The monitor was tested with a simulator, and it worked per its design specifications. In addition, the alarm logs obtained from the customer's site show that an alarm occurred at 7:34:22 am. There was no other activity for this bed until 11:48 am when another red alarm occurred. The central station logs did not show the alarms suspended or silenced which is consistent with the alarms getting suspended or silenced at the bedside. For customer satisfaction, the fse decided to reload the software and order and install a new main board. Based on the available data, we will consider that the monitor worked per its specifications. We will also consider the reloading of the software and the replacement of the main board as preventive measures only and were not based on or related to any actual malfunction of the monitor. The monitor is still in use at the customer's site. No other calls were logged by this site for this issue, and no further investigation or action is warranted. (B)(4).

Event description:
The customer reported that an extreme brady alarm was not announced or recorded by the mp70 bedside monitor.